Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's last blood glucose was 478 mg/dl. Customer's mother stated that they had an initial issue with the insulin from the pump and thought the issue was with the tubing. Caller stated that she was able to see that there was no issue with the tubing but with the cannula. Caller stated that she was unsure if there was an issue with the tubing closer to the reservoir and the insulin pump. Caller stated that the customer is currently feeling okay.